Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for followup, the left ventricular lead was dislodged. The lead was explanted and replaced. No additional information was available, no patient symptoms were reported.